Event description:
On (B)(6) 2011, pt reported the display of her infusion device was "black." Verified the screen was black in color and not blank. This was first noticed on (B)(6) 2011, when pt attempted to deliver a lunch bolus. She looked down and noticed the screen was black, and then she switched to her backup infusion device. No alerts or errors were received prior to this. Battery was in use for 2 weeks and was of the correct type. She inserted a new battery and did not feel the infusion device beep or vibrate as it normally would during the start-up procedure. Infusion device was not dropped or damaged. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.